Manufacturer narrative:
It was reported during follow that seven days before the receipt of this report, the patient was discharged from the hospital and has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. The same day as the event onset, the patient was hospitalized for the event. Ten days after the event onset, the patient was discharged from the hospital. Seven days after discharged, the patient was again hospitalized as the peritonitis worsened. The patient was treated with unspecified antibiotics (doses, routes, frequencies and durations were not reported) for the event. It was reported that the patient's catheter was removed and the patient was temporarily transferred to hemodialysis. At the time of this report, the peritonitis event was still ongoing. No additional information is available.